Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket failed to recover. The field service engineer observed that the pyxibus cable to the auxiliary was not fully seated. The engineer reseated the cable connection to resolve the issue in the case 05648832. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had failed to recover the cubie pocket. The customer reported that almost 200 cubie pockets failed to recover prompting error message, "failed / require maintenance"on the screen. This prevented the user from retrieving the required medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of communication bus cable. A field service engineer reseated the cable connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed to recover cubie pocket. The customer reported that almost 200 cubie pockets failed to recover prompting error message, "failed / require maintenance" on the screen, preventing user from retrieving the required medication. There were no adverse events or injuries reported based on this incident.